Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the log file review. The submitted system controller spanned approximately 1 days (14nov2022 to 15nov2022 per the timestamp). The voltage fluctuated throughout the log file while the device was connected to a battery power source. This coincided with an atypical low voltage advisory alarm that activated throughout the log file due to fluctuating rsoc voltage on the white power cable. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial hsc-063485, was not returned for analysis. Per provided information, the patient was experiencing alarms only on mobile power unit (mpu) which cannot be reproduced in the clinic. The mpu was exchanged which initially resolved the alarms but then the alarm returned. The low voltage alarms appear to be caused by the controller which was exchanged resolving the issue. No exchanged products will be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power and low voltage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low voltage alarms. All of the patient's equipment was cleaned and their mobile power unit was replaced, but the alarms continued. The monitor showed that the patient had persistent low voltages for over 24 hours. A system controller exchange was performed. Log files showed that the batteries never showed a full charge in the relative state of charge voltage. It was recommended to calibrate the batteries, it is unsure if the patient recalibrated them. The controller exchange resolved the alarms.